Event description:
Dr. (B)(6) reported to (B)(6): dr. (B)(4) (spine sales mgr) that the pt is a case of congenital spondylolisthesis. The dr has done a screw fixation and listhesis reduction with 4 screws. After the pt feels pain and radiculopathy is low back and his lower extremity. The dr asks for a control x-ray which shows 3 broken screws and an about to loose blocker.

Manufacturer narrative:
Add'l info has been requested, and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.